Manufacturer narrative:
The actual device has not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no similar reports with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they were unable to insert component when using the angioseal device. The following information was provided by the user facility: when the component was being inserted in the insertion sheath, resistance was felt, so the component was pulled and pushed several times but the outcome was the same so the angio-seal device was withdrawn and successfully removed; manual compression was applied to achieve hemostasis; the physician had completed the training process on the device prior to this case; the puncture site was proximal to the inguinal ligament of the right common femoral artery; the size of the sheath ancillary used was 8 fr; blood loss was reported to be less than 250 cc; and no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. An 8 fr angioseal sts device was returned for evaluation. Returned with the carrier tube assembly was the hemostatic sheath and arteriotomy locator. The returned device was subjected to visual analysis where it was noted that dried remnants of body fluids could be seen on all components of the device. Additionally it was discovered that the collagen of the carrier tube was lodged within the valve of the hemostatic sheath. The deployment sleeve of the device cap was not mated with the receptacle of the hemostatic sheath. Instead, only the swollen collagen in the valve of the hemostatic sheath connected the carrier tube assembly and the hemostatic sheath. The diameter of the swollen collagen could be seen expanded larger than the inlet hole that housed the hemostatic valve. Approximately 0.48" of the distal tip was found exposed from the carrier tube assembly. The bypass tube was present along the body of the carrier tube assembly. Pressure was applied to the collagen in an attempt to remove the collagen to see if there was any obstruction to the insertion of the carrier tube assembly into the hemostatic sheath. The attempt was unsuccessful without sustaining further damage to the hemostatic valve or the suture. Based on the available assessment the root cause of the user's difficulty was associated with the swollen collagen. There are two potential causes of the dislodged swollen collagen: incorrect assembly of the hemostatic sheath and the carrier tube assembly and premature opening of the angioseal device. Had the carrier tube assembly been assembled correctly the bypass tube would have been found within the hemostatic valve to allow the collagen to pass seamlessly and not adhere to the material of the valve. Additionally the collagen would have only swollen when exposed to moisture since the collagen was swollen. This may have occurred by the user opening the polyfoil pouch prematurely or the user allowing the collagen to be exposed to bodily fluids, which allowed the premature swelling. The complaint was able to be confirmed and is likely not related to manufacturing based on the review of the DHR, which found no issues, and the lack of previous reports for this product/ lot combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was reported on june 26, 2017. Clarification: "the component" is the angioseal device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.